Event description:
It was reported that during a peripheral intervention treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 100% stenosed lesion being treated was located in the non-tortuous and severely calcified unspecified artery in the leg. The physician advanced the 300 pt graphix guide wire and the guide wire tip detached inside of the patient. The physician did not attempt to retrieve the tip and successfully ballooned the tip against the vessel wall. The procedure was completed with this guide wire. No further patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found the distal tip damaged and a kink on the body. A kink is present approximately 168.5cm from the proximal end, additionally the final 2cm of the polytip is bent and without coating. All outer diameter measurements are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a peripheral intervention treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 100% stenosed lesion being treated was located in the non-tortuous and severely calcified unspecified artery in the leg. The physician advanced the 300 pt graphix guide wire and the guide wire tip detached inside of the patient. The physician did not attempt to retrieve the tip and successfully ballooned the tip against the vessel wall. The procedure was completed with this guide wire. No further patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).